Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records included images. The image review was documented in the medical records. Approximately ten months post deployment, it was observed that the filter tip is at l3-l4 level in the right para spinal location and cardiomegaly, left ventricular type, mild to moderate. Approximately three months later, CT revealed chronic pulmonary artery embolism in the left lower lobe pulmonary artery. The impression reported was pulmonary hypertension related to chronic pe and tricuspid regurgitation. Approximately, eight years followed by; CT scan revealed that the filter was below the level of the renal veins and was just above the iliac vein bifurcation. The ivc filter demonstrates a prong extending outside of the walls of the ivc concerning for penetration of the wall of the ivc. Also, it was observed that the superior tip of the ivc filter was at approximately at the l4 vertebral body level. Therefore, the investigation is confirmed for filter limb perforation of the ivc wall and filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post filter deployment, it was alleged that the ivc filter limb extended outside the wall of the ivc and that there was possible inferior migration. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated inferiorly and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Medical records were provided and reviewed. The medical records included images. The image review was documented in the medical records. Approximately 10 months post deployment, it was observed that the filter tip is at l3-l4 level in the right para spinal location and cardiomegaly, left ventricular type, mild to moderate. Eight years followed by; CT scan revealed that the filter was below the level of the renal veins and was just above the iliac vein bifurcation. The ivc filter demonstrates a prong extending outside of the walls of the ivc concerning for penetration of the wall of the ivc. Also, it was observed that the superior tip of the ivc filter was at approximately at the l4 vertebral body level. Therefore, the investigation is confirmed for filter limb perforation of the ivc wall and filter migration.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post filter deployment, it was alleged that the ivc filter limb extended outside the wall of the ivc and that there was possible inferior migration. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated inferiorly and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that some time post filter deployment, it was alleged that the ivc filter limb extended outside the wall of the ivc and that there was possible inferior migration. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated inferiorly; struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.